Manufacturer narrative:
Other applicable components are: product ID (B)(4) lot# v001355 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# v003141 serial# implanted: (B)(6) 2006 explanted: product type lead product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the actions/interventions taken to resolve the event included a surgical revision of the pocket adaptor on (B)(6) 2017; there were no hospitalizations related to this event. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) lot# v001355 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# v003141 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# n720090 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type adapter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the pocket adaptor was the only product that was replaced on (B)(6) 2017. The etiology was updated to note the pocket adaptor, and the severity was updated to mild. It was also confirmed that the replacement of the adaptor resolved the high impedances, which was confirmed by a device interrogation following the replacement. No further complications were reported/anticipated.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID (B)(4) lot# v001355 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# v003141 serial# implanted: (B)(6) 2006 explanted: product type lead product ID (B)(4) lot# n517276 serial# implanted: (B)(6) 2016 explanted: (B)(6)2017 product type adapter section d reflected in h10: the correction supplemental was submitted to reflect the change in the adapter lot number to n517276. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the pocket adaptor was the only product that was replaced on (B)(6) 2017. The etiology was updated to note the pocket adaptor, and the severity was updated to mild. It was also confirmed that the replacement of the adaptor resolved the high impedances, which was confirmed by a device interrogation following the replacement. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387-40 ,lot# v001355, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v003141, implanted: (B)(6) 2006, product type: lead.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there were no symptoms associated with the previously reported event. It was also noted that the patient's weight was not taken at the time of the event and no cause for the high impedances was determined. It was also stated that the actions/interventions taken to resolve the issue included the device being interrogated on (B)(6) 2017, which resulted in the indication that the left lead contacts 0,1,2 had open circuits. Contact 3 showed a normal reading, therefore the patient was reprogrammed to contact 3. High impendence reading on contact 4 of right lead was noted while the right lead contacts 5,6,7 were good. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event was resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that after the high impedances were discovered with the clinician programmer 8840, the health care provider (hcp) requested that the patient schedules with neurosurgery to determine the next course of action. The event remains ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for epilepsy and movement disorders. It was reported that there were high impedances found during a device interrogation. The diagnostic methods included chest and skull x-ray on (B)(6) 2017. That confirmed that there were no definite deep brain stimulation (dbs) lead disruptions or discontinuity. It was also noted that there were no actions/interventions taken to resolve the issue; the event remains ongoing. No symptoms and further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.